Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. Reportedly, a first prostyle was successfully pre-placed. A second prostyle was attempted; however, a cuff miss [suture-retrieval issue] occurred. A third prostyle was attempted; however, same as the second prostyle, a cuff miss [suture-retrieval issue] occurred. The suture of a fourth prostyle device was successfully pre-placed. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fourth prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.